Event description:
It was reported to philips that the system failed to power on due to an external power supply issue on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service restored the main switch with assistance from an in-house electrician, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).